Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The service rep replaced the cpu and reloaded the nodes. The system was tested and is operating as intended.

Event description:
The customer reported that the console was malfunctioning on the 2800 system. No pt injury was reported.